Event description:
The dealer stated the right side anti tipper and bracket are broken off, the dealer states he thinks it is by a weld. The dealer also states that he thinks they broke it by stepping on the anti tipper to get up a curb. The dealer did not provide any additional patient information. No injury or property damage was mentioned.